Event description:
A male patient underwent evar on (B)(6) 2012. Difficulty with top cap release resulted in graft displacement and arteries being occluded. Additional information received (B)(6) 2012: procedure notes on patient - (B)(6) 2012 evar for aaa/right common iliac artery aneurysm. Patient was anaesthetized at 1410hrs and procedure commenced at 1515 with closure devices. Heparin 3000 units was given at 1530. Another 1000u given at 1600. Another 1000u given at 1630. Another 2000u given at 1650. The physician's main complaint was the flex body is not the same anymore since it ceased to be manufactured in (B)(4). He queried changes to the system. The cook rep assured him nothing has changed. (He also complained that the side markers are difficult to see.) The top cap was released around 1611 hrs (17:11:39) on the images (time on the images were an hour ahead. Not corrected since daylight saving). Check of angiogram post release of supra renal stent showed both renals patent. The physician then went on to deploy the contra lateral limb extensions. At 1634 (1734 on imaging) attempt was made to retrieve the top cap which kept snaring on the crowns near the left renal. This took at least 10 mins to retrieve the top cap, at one stage even using the coda balloon. The physician then deployed the ipsilateral limbs. At 1700 hrs (18:00:29 on imaging) - final angiogram runs post coda ballooning showed only the right renal was patent, no left renal. At 1804hrs - no renals seen. The physician then attempted to recannulate the renals unsuccessfully. At 1715hrs the decision was made to snare a wire to have a thru and thru wire/catheter and apply pressure on both ends of wire in an attempt to pull down on the device. At 1738 (18:38:44 on imaging) - this was successful, as a quick hand shot showed flow to the both renals. Decision was then made to stent the left renal to secure patency. This was successful. The physician was then unable to cannulate the right renal as it appeared occluded again. Decision was made to stop the procedure and close up. Patient creatinine level was <100mmols. On (B)(6) 2012 - post procedure follow up creatine level was 155mmols. The physician mentioned to the rep that the patient would survive. No mention of ultrasound or urine output.

Manufacturer narrative:
(B)(4). Event evaluation - still under investigation.